Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the mother that the customer received a button error. Customer's mother stated the insulin pump may have gotten water as the patient is on the swim team. Customer's blood glucose was 263 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.